Event description:
It was reported on 08-apr-2026 that the patient was admitted to hospital on (B)(6) 2026 due to low blood glucose level. Assistance was provided by paramedics. The blood glucose level was 2.9 mmol/l. The patient was treated with juice. Length of hospitalization was less than 24 hours.

Manufacturer narrative:
E1: (B)(6). E1: name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380